Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint - asr revision: right asr xl acetabular system, date of revision: (B)(6) 2011. Update rec'd 23 sep 2013 - date of revision, reason for revision, (B)(6) contact details. Update: june 9, 2017 additional information received: date of surgery is (B)(6) 2006, date of revision is (B)(6) 2011, reason(s) for revision: pain, this complaint was updated on june 9, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.